Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reported that display screen had lines going through it and was not legible. Customer reported that insulin pump was dropped. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with missing segment, problem isolated to lcd board. Also, the insulin pump alarmed compromised force sensor system during basic occlusion test due to faulty force sensor resistor. Analysis was unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. The insulin pump was received with normal operating currents and passed unexpected restart error test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained/damage address/serial number label and stained end cap sticker.